Event description:
The physician was attempting to use a neuron catheter and it fell apart outside of the patient.

Manufacturer narrative:
Device investigation: results code: the distal section of the catheter has been stretched and separated from the proximal section. The proximal section is broken 104 cm from the hub-shaft joint. The distal section is 12 cm in length implying that the distal section has stretched to at least 200% of its original length and shows crumpling near the break site. The catheter is non-functional. Conclusion code: the complaint noted that the catheter "came apart outside the patient". Based on the guide wire returned in the catheter and the blood visible in both sections of the catheter this appears to have been after use in patient anatomy. The cause of the break is most probably a deformation of the catheter distal section in patient anatomy which jammed in the sheath during removal from the patient. When the catheter became stuck inside the sheath, the physician had to use greater force to remove the catheter, exceeding the tensile strength of the bond, causing the catheter to stretch and break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.